Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 300 mg/dl, 400 mg/dl, and 458 mg/dl at the time of incident and the low blood glucose level was below 40 mg/dl and the current blood glucose level was 166 mg/dl. The customer blood glucose was 342 mg/dl while using the small reservoirs, then after the set change blood glucose was 192 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose level and drank orange juice for low blood glucose. The customer stated that the symptoms related to high blood glucose such as tired and thirsty and just feeling sluggish. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states they were not worn during a medical procedure or test around magnetic resonance field. The device will not be returned for analysis.